Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was feeling lethargic, was vomiting, and had stomach cramps. The patient¿s spouse called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 387 mg/dl while the cgm was reading 48 mg/dl. The patient was wearing a tandem insulin pump. The patient was taken to the emergency room (ER). At the ER, the patient was admitted, diagnosed with diabetic ketoacidosis, and treated with an intravenous insulin drip, zofran, magnesium, potassium, and intravenous fluids. The patient was discharged on (B)(6) 2025. The patient was feeling ¿better¿ and in ¿normal condition¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.